Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed but the exact cause remains unknown. One 5 fr dl powerpicc solo was returned with the t-lock stylet assembly within the catheter. A pink sticky note was also returned with a broken 3cg segment attached. The broken segment measured to be 2 mm. Evidence of use was present throughout the device. Microscopic observation revealed the distal end of the stylet to be intact. The proximal end of the broken segment revealed uneven damage to the polyimide tubing and a break in the core wire. Multiple kinks were present throughout the polyimide tubing and were located in between magnets. The presence of kinks indicate that resistance was likely experience during advancement of the catheter. The polyimide tubing was cut proximal to the break location. The wall thickness was measured and found to be within specification. Since a complete break was observed on the distal end of the 3cg stylet, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guide-wired broke while customer was placing a PICC. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guide-wired broke while customer was placing a PICC. No other information was provided.